Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated after the patient had a cough. A revision surgery was performed to remove and replace the reservoir. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated after the patient had a cough. A revision surgery was performed to remove and replace the reservoir. No patient complications were reported.